Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Evaluation of the returned product confirmed that there is a stain on the foam inside the sterile packaging. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The product was likely non-conforming when it left zimmer biomet control. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. A corrective action has been initiated to further address the reported failure. Upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was debris in the sterile package. There was no patient involvement as this was discovered at the distributorship. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.